Manufacturer narrative:
The eeg tech reported that the jb-210b stimulation pod was delivering intermittent stimulus during a procedure. The stimulation pod is a part of the mee-2000a iom system, which is used for evoked potentials, eegs, and emgs. No patient injury or harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the mee. Concomitant medical product: stimulation pod. Model: jb-210b. Serial number (B)(4)

Event description:
The eeg tech reported that the jb-210b stimulation pod was delivering intermittent stimulus during a procedure. The stimulation pod is a part of the mee-2000a iom system, which is used for evoked potentials, eegs, and emgs. No patient injury or harm were reported.

Manufacturer narrative:
Details of complaint: the customer reported that the breakout box (jb-210b) was delivering stimulus intermittently during a procedure and would change when the cable was wiggled. The breakout box is a part of the mee-2000a iom system, which is used for evoked potentials, eegs, and emgs.the customer sent the unit for an exchange. No patient harm was reported. Service requested / performed: evaluation / repair: the complaint device was evaluated, and the issue was duplicated. Nihon kohden repair center (nk rc) indicated that the cord was worn while the breakout box was functioning normally. Investigation summary: a review of the history of this serial number identified that there were no other reported occurrences of this issue on this device. Based on the available information, a definitive root cause could not be identified. However, the usage of the device and user workflow are likely contributing factor to the wearing of the cable. As a definitive root cause could not be identified, countermeasures to prevent recurrence could not be implemented. Furthermore, the issue could be resolved by replacing the worn cable. No corrective action is required at this time. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following device was used in conjunction with the evoked response electric stimulator: breakout box: model #: jb-210b serial #: 817 additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the breakout box (jb-210b) was delivering stimulus intermittently during a procedure and would change when the cable was wiggled. The customer sent the unit for an exchange. No patient harm was reported.

Event description:
The eeg tech reported that the jb-210b breakout box was delivering intermittent stimulus during a procedure. The breakout box is a part of the mee-2000a iom system, which is used for evoked potentials, eegs, and emgs.

Manufacturer narrative:
The breakout box is a part of the mee-2000a iom system, which is used for evoked potentials, eegs, and emgs. The jb-210b breakout box was exchanged to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5. Model name in the description has been corrected. D4. -serial # has been corrected. D10. Corrected to reflect that the main device was not returned to nihon kohden. D11 & c2 corrected model number e1. Telephone # has been corrected. H3. Corrected to reflect that the main device was not returned to nihon kohden. H10. Model name in the description has been corrected. Additional information: d4. The UDI # has been added. F7. Type of report. G7. Type of report. H2. If follow-up, what type? The following device was being used in conjunction with the mee-2000a and was the one that experienced the malfunction. D11. Stimulation pod. Model: jb-210b. Serial number (B)(4).